Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that following a successful right ventricular (rv) lead implant, the physician discovered a perforation via fluoroscopy imaging. As a result, the lead was explanted: explanted lead to be returned for analysis. The helix was then deemed non-functional and another boston scientific rv lead implanted without complication. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return, the product was analyzed. Visual inspection confirmed a complete lead with an extended helix. Additionally, dried blood was noted in and around the helix housing; tissue entwined within the helix coil. The helix was functionally tested; however, due to the entwined tissue and blood infiltration, deemed non-functional. No manufacturing anomalies were observed during the analysis process and no further testing was performed. As observed in the laboratory, an extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer function as designed. Analysis was unable to associate the reported allegation to any product malfunction.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.